Event description:
It was reported, her stimulation changed approximately 2 weeks ago. The patient reported, her stimulation has been more intense, but not effective. Diagnostic testing revealed invalid impedance readings on multiple lead contact. Reprogramming was only able to provide therapy to the patient's left side. The patient's pain pattern is bilateral. F/u info revealed x-rays were ordered and showed the only possible abnormality is a small spot on the lead near the cranial plate (other manufacturing device) used by the physician. X-rays will be further reviewed as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.